Event description:
It was reported that there was t-wave oversensing (twos) post r-wave sensing on the right ventricular (rv) lead. It was noted that the patient received an inappropriate shock. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. T-wave oversensing evident on stored electrograms.